Event description:
The customer reported the m1663a ECG trunk cable does not show lead 4. No pt incident/injury was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.